Manufacturer narrative:
The patient side manipulator (psm) was returned to intuitive surgical, inc. (Isi) for evaluation. Failure analysis investigation found that the psm arm failed the in-house slow sweep test along axis 2, thus confirming the slow sweep failure identified initially during preventative maintenance on (B)(6) 2015. The axis 1 and axis 2 brakes and hubs were replaced to address the slow sweep failure. This complaint is being reported due to the patient side manipulator arm failing the slow sweep test during the preventive maintenance and subsequent confirmation during failure analysis. Although the failure was initially found during preventive maintenance and no patient involvement occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
During a scheduled preventative maintenance for the da vinci surgical system, the patient side manipulator (psm) failed the slow sweep left test. The psm was replaced to remedy the issue. Following service, the system was tested and verified as ready for use. There was no patient involvement and no adverse event or incident reported to have occurred.